Event description:
A female consumer reported that her lens case and the contact lenses in the lens case were mouldy within one and a half days of using newly purchased oxysept disinfecting and neutralizing system. She expressed concern notably because hydrogen peroxide is contained in the solution. No pt injury occurred. It is unclear if the pt used the product correctly; neutralizing tablets returned with the disinfecting solution did not have any tablets missing to indicate they were used as directed with the solution.

Manufacturer narrative:
Microbiological and chemical eval of the returned solution showed the product to be within specs. Root cause has not been established.